Manufacturer narrative:
(B) (4)(B) (6)

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, during the procedure, the patient's bladder was perforated. The patient's bladder was drained for an unspecified period of time. Upon discharge, the procedure was documented as successfully completed. During a follow-up visit on (B) (6)2008, the patient's pe and voiding were both documented as "normal."